Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and the reported error 42 " downstream pressure sensor infused volume " described in complaint was fournd multiple time in the log file, therefore the reported event is confirmed. Device was not returned to france for investigation as repairs were carried out locally. During external inspection, nothing was noticed. The ocs test was carried out during investigation but it failed. During external check, it was found that the pumping motor bracket was broken. It was replaced during servicing.to solve the issue, the downstream sensor was replaced and calibrated and then performed the quality control test.therefore, the pump was released for use and returned to service. The defective spare part "downstream pressure sensor" was returned to france for investigation. During the external visual check, nothing was noticed. The investigator has assembled the spare part with vp tester to verify the complaint. He carried out a maintenance test 5 and he found that the sensor value was saturated at 3288mv instead of around 2500mv. He was unable to recalibrate the pressure and the device was triggering error 42 on startup as expected. The failure is due to a defective downstream pressure senror. The root cause is due to weakness of components. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer report faulty downstream sensor, too high. Unable to calibrate. Motor mount broken. No adverse reactions reported. (Defective pressure sensor) more information is needed to complete the investigation.